Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a scratched/cracked lcd lens. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was duplicated, the device was found to be out of manufacturing specifications. It was determined that the out of manufacturing specifications expulsor was the root cause. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown. D3, g1,g2 email is: (B)(6).

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an over delivery . No adverse patient effects were reported by the customer.